Event description:
The customer reported that an ls1037 atlas handpiece would not seal, even though end tones, indicating a completed seal cycle, were provided by the generator. The surgeon unplugged the device and inserted the handpiece into another generator and completed the procedure with no further difficulties. There was no pt injury. The site has indicated that the incident handpiece has been discarded.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. The site has indicated that the incident hand piece has been discarded. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.